Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported feeling an unwanted buzzing sensation when changing positions or during activity, especially when lying down. Pt stated that lying on the back caused strong vibration, leading to turning off stimulation, but turning off stimulation resulted in return of pain. Pt reported that the issue had been present since implantation and that adjusting intensity did not resolve the concern. Pt requested assistance from a rep. Agent reviewed the rep role and attempted to redirect pt to the hcp, but pt stated that no managing hcp was available. Pt reported that the family doctor had started reducing pain medication and expressed a desire for the scs device to help manage pain. Agent instructed pt to power on the handset and communicator and accessed the mystim app. Pt reported use of group a and group b only. Pt switched to group b and increased intensity from 2.0 to 2.5, but the issue persisted. Due to continued difficulty, agent sent an email to the rep requesting contact with pt.